Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the catheter separated/broke in the distal section during use. The patient was undergoing surgery for treatment of an aneurysm. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery with a diameter of 8mm. It was reported that after stent implantation, when the micro guide wire was delivered into the microcatheter, it was observed under x-ray that the guide wire passed through the distal end of the microcatheter, and after it was withdrawn from the body, it was found that the microcatheter was ruptured, and the microcatheter was returned for identification. The microcatheter was replaced to complete subsequent operations. It was noted that there was no friction or difficulty during injection. There was no force applied during delivery or removal. The catheter tip was not entrapped/stuck. There was no vasospasm. The catheter was not stuck inside the guide catheter. There was no surgical or medicinal intervention required. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.  Ancillary devices include a synchro guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the catheter did not rupture with angio, onyx, or another embolic. It was unknown if the catheter was punctured with the guidewire. It was noted that the device was not completely broken. The cause of the damage was not determined.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler (m-83361), camera (panasonic lumix dmc-zs5). As found condition: the phenom 27 catheter was returned for analysis within the inner pouch; inside of a biohazard bag and a shipping box. The guidewire was not returned. In addition, the guidewire's size and model were not reported. Therefore, any contributing factors from the guidewire including its compatibility for use with the catheter could not be assessed. Visual inspection/damage location details: the catheter tip and marker were examined; no damages were found. The catheter body appeared to be partially separated at 3.0cm from the distal tip. The outer and inner tubing material at the broken end exhibited with jagged edges and stretching. In addition, the catheter body also found to be accordioned at 1.0cm to 9.3cm from the distal tip. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.0260¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. Conclusion: based on the device analysis and reported information, the customer report of "catheter separation/break" was confirmed as the returned catheter was found partially separated. In addition, the catheter body was accordioned. From the damages seen on the catheter; it appears there was high force used. The broken end exhibited jagged edges and stretching which indicate that the catheter separated when exceeding the tensile strength of the tubing material. However, the cause could not be determined. Possible causes include using incompatible/damaged guidewire and resistance during delivery. Since the guidewire was not returned, any contribution of the guidewire to the reported issue could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.